Manufacturer narrative:
Devices were returned for evaluation. (B)(6). Visual examination of the device confirmed the reported breakage. Distal tip of anchor and suture were not returned. The proximal end of the anchor that was returned has broken above the suture eyelet. This portion of the anchor remains on the inserter. Examination of the inserter revealed both tines have been broken off. The condition of inserter and anchor are consistent with torsional overload. A two-finger ao technique should be used to insert the anchor in addition the IFU does not indicate the use of this anchor in procedures with comminuted bone surface, which would compromise secure anchor fixation. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a procedure using a fastener, fixation, nondegradable, soft tissue, that 3 anchors were broken, in which one anchor was removed completely and the other two anchors were left in the prepared site with half part; there are pieces left in the patient. Additional information received on november 13, 2014 indicates that there were no piece floating or deeper in the bone, but just two half anchors left in the originally prepared site. The anchors were not sticking out of the bone. No fragments were left free floating in the joint. They used a footprint anchor to finish the procedure. Patient was okay post-procedure. (B)(4).